Manufacturer narrative:
Tracking #.50501. Ees #.981874/j. Device-d. Endopath dilating tip trocar: based upon inquiry info received and visual examination, the instruments could not be tested because the end caps on all the instruments are separated. Separation of the end caps requires force unless they are cleaned with a chemical solution. The polycarbonate (trocar composition) is not resistant to chemicals and when chemicals are used it relieves the stress points cauing separation and cracking.

Event description:
It was reported that the 355s was used during an unknown procedure. It was reported by the affiliate the button to activate the punch on instrument did not work. The device was from a tk5ms. There was no consequence to the pt.